Event description:
It was reported via the sales representative that during a surgical case, the bur was stuck in the attachment. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment. It was also reported that was no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.